Manufacturer narrative:
Despite multiple attempts, no additional information has been received. Two lenses were returned; however it could not be determined which of the two lenses corresponds to the reported event. Information for the second lens has been requested. Both lenses were returned in two pieces with the optic torn in half. The device history record (DHR) was reviewed and there were no discrepancies or anomalies found. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was taken out of the eye. Additional information has been requested, but has not been received.